Manufacturer narrative:
Without the pertinent lot code/item number information and without returned samples it is impossible to review the DHR, do an evaluation of the product, or determine the root cause of the complaint. Commonly superficial placement of the product or placement under tension can cause dehiscence.

Event description:
Dr. Has been a board certified plastic surgeon for 20 years and says she has never had an infection related to breast surgery until using quill for subcuticular closure. She used quill for entire wise pattern closure for breast augmentation/mastopexy on a middle-aged healthy patient. She used her usual prophylactic abs including pre and intraoperative ancef and 10 day course of keflex postoperatively. On pod 4 following procedure, pt was noted to have increased redness/swelling (vertical asp. Only) and slightly turbid drainage. Keflex was d/c'd and pt. Was placed on cipro and given an im injection of rocephin, with no culture taken. Dr said she dipped the suture into a bacitracin-neosporin solution prior to use and then used double sided adhesive on sterile plastic to hold it down and prevent memory from being an issue. Physician used 3.0 vicryl, 4.0 clear nylon, quill and then steri-strips to close the layers pt's infection resolved but she had dehiscence on that side at pod 9 (l) and had unexpected would dehiscence without infection on (r) on pod 14 (vertical aspects only). These measured 8.5 and 6.5 cm respectively and were managed through full thickness skin grafts from the abdomen.